Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/16/2023, it was reported by a sales representative via phone that an ar-2324kbcc biocomposite knotless swivelock broke. This occurred during a shoulder rotator cuff repair where they loaded the sutures, and when the peak eyelet made contact with the bone the tip broke off before malleting. The fragment was retrieved. The patient had standard bone it wasn¿t soft or hard and the bone was not very dense. No instrument was used to prepare the bone socket, just a regular punch. The case was completed using another ar-2324kbcc.